Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out pump supplies to address the alarm. Customer's blood glucose was 595 mg/dl. Customer administered an insulin bolus via pump to address elevated blood glucose level.